Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and it passed. The device had minor scratches on lcd window, missing end cap sticker, cracked battery tube threads, and broken belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. Customer's blood glucose reading at the time of the call was 7.8 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.